Event description:
It was reported that the battery reamer drill device was not working. It was not reported that the event occurred during a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to internal motor or (ecu) electronic control unit failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.